Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reason. Additional information received indicates that the lead exhibited noise. No additional adverse patient effects were reported.